Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an unspecified procedure. Reportedly, one day post-procedure the patient called the physician and stated that they were allergy to nickel. The patient has experienced no symptoms or effects. There were no reported adverse patient sequelae. No clinically significant delay in the initial procedure was reported. The physician is reportedly trained in the use of the starclose se device. No additional information has been provided.